Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 30 ml in the reservoir. Visual examination of the unit confirmed a leak inside the housing. A functional test was performed by manually filling the reservoir with green water, which indicated a leak at the weld crevice of the volume indicator. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the root cause of the leak was determined to be insufficient bonding at the weld junction of the volume indictor and port.

Event description:
Baxter (B)(4) received a report that an infusor leaked "inside the device" during storage. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.